Event description:
It was reported that the user contacted support confused about connecting a continuous glucose monitor (cgm) or entering a blood glucose value of 368 mg/dl and disclosed that the ilet had powered off and remained off for over a day, after which the user did not revert to alternative therapy; troubleshooting and education were provided, and there were no alerts or alarms, with the event associated with user procedure issues and no specific device component implicated. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and characterized as improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.